Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery in which artificial discs were implanted. From (B)(6) 2018, post-op, the patient started having severe pain. Hence, on (B)(6) 2019, the patient underwent a revision surgery, in which the implant was explanted from c5-c6 level. The implant fractured during the removal process. No fragment of the fractured implant remained inside the patient. Anterior/posterior fusion was also performed at c4-c7 level in this revision surgery. No patient complications have been reported post revision surgery.

Manufacturer narrative:
Product analysis received from third party: evidence of macroscopic wear was observed on both components primarily localized to the wear scar region of both articulating surfaces. The fractures of the superior components for disc occurred during the removal process. The observations of biofilms on the endplates represent a finding and is typically observed on these explants. Biofilms are commonly observed in metal-on-metal hip replacement components, although such implants are manufactured from a different alloy. The damage mechanisms observed on disc is consistent with the damage mechanisms seen in previously analyzed retrievals. Based on these observations, further analysis is not expected to further the understanding of how artificial cervical disc replacement performs clinically. If information is provided in the future, a supplemental report will be issued.